Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. The customer's blood glucose was between 204-210(mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally the alleged battery depletion issue could not be verified.